Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter read inaccurately high compared to another device (onetouch ultramini). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2015. The patient reported obtaining a ¿hi¿ message with the subject meter (this warning appears when the meter detects blood glucose greater than 600 mg/dl) and ¿138 mg/dl¿ with another device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lfs¿ criteria for accuracy. The patient stated she does not take any medication to manage her diabetes and claimed she continued with her usual diabetes management regimen in response to the alleged issue. The patient reported that 2-4 hours after the alleged inaccuracy issue began she developed a ¿headache and felt lethargic.¿ the patient denied receiving any treatment in response to the symptoms. During troubleshooting, the csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of severe hypoglycemia and they did not receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.